Event description:
Home pt (hp) reports switching used solution bag to already spiked line of homechoice set while troubleshooting through a system error alarm during automated peritoneal dialysis treatment. Hp refused to end treatment and restart with new supplies as instructed by baxter tech. Rn reports no pt injury or medical intervention required as a result of incident.